Manufacturer narrative:
On 2019-07-02, the evaluation of the event files for AED sn (B)(4) revealed an event on (B)(6), 2019 totaling 538 seconds and consisting of 5 analysis periods with no shocks delivered. In the first analysis period, the AED encountered interference causing it to abort the analysis and begin a new analysis period. In the second, third, and fourth analysis periods, the patient's heart rhythm was asystole or very fine ventricular fibrillation, a non-shockable rhythm for which the AED appropriately did not advise nor deliver a shock. Between the fourth and fifth analysis periods, the pads were removed from the patient and then reapplied. In the fifth analysis period, the patient's cardiac rhythm was likely a very low amplitude and slow ventricular fibrillation. The AED recognized the patient's cardiac rhythm as shockable, advised a shock, and initiated a charge. During this analysis period, the patient's impedance rose from 112 ohms in past analysis periods to over 200 ohms and immediately following advising a shock, rose above 250 ohms, indicating poor pads contact, and by design, the AED aborted the shock. Although the effect of the canceled shock on the the patient is not known, this report is being filed out of an abundance of caution. After the fifth analysis period, the AED was powered off by the user. The AED functioned as designed; no AED malfunctions were evident. Although the expiration date for the pads that were used during the event is not known, and thus whether the pads were expired or not, the likely causes of the observed high impedance with the pads are chest hair, moisture/perspiration, or the pads had lost adhesive after being removed and reapplied. As written in the device user manual, if the AED determines that the pads are not making proper contact with the patient and that the impedance is out of range for proper ECG analysis and shock delivery, the AED will announce "poor pad contact to patient," "press pads firmly". Check that the pads are properly placed and fully adhering to the patient and that there are no air bubbles between the pads and the patient. Make sure that the pads are not touching each other. If the pads are not sticking due to moisture, dry the patient. If the pads are not sticking due to excessive hair, shave or clip excessive chest hair. If the prompts continue, try replacing the pads with a new set. The "check pads" led will flash red during this message.

Event description:
A customer requested a report on the event details for an AED that was given to him (he works in the biomed department). He reported that the AED did not shock a patient and that their outcome was not known.